Manufacturer narrative:
The investigation was based on the descriptions of the device behavior and the analysis of the logbook. Logbook analysis revealed that on october 1, the device issued several ventilator-related alarms, such as "disconnection detected," "no inspiratory flow detected," "tidal volume high," "apnea," "minute volume low," and "pressure limited," in response to patient interaction with the device. The analysis was unable to confirm any device malfunction. The safety software continuously monitors the correct operation of the device. If a disconnection occurs in the breathing circuit, if the patient counter-breathes against the ventilator strokes during pressure-controlled ventilation, or if discrepancies are detected with respect to volume and pressure measurements, appropriate alarm messages are issued by the device to inform the user of an existing problem. No oxygen saturation drop was reported during the event by the patient. Evita v600 responded as specified to detected deviations and issued appropriate alarm messages. No device failure was detected. The device was checked for correct function by dräger service with no deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It has been reported that during ventilation in bipap mode, values for tidal volume and minute volume were suddenly displayed on the screen that were much too low (see ufr). No ventilation failure or patient injury has been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It has been reported that during ventilation in bipap mode, values for tidal volume and minute volume were suddenly displayed on the screen that were much too low (see ufr). No ventilation failure or patient injury has been reported.